Event description:
The customer stated that she was hospitalized with a blood glucose reading of 1800 mg/dl. Troubleshooting was performed. The time on the insulin pump was off by four hours. The prime test passed. Prior to the event the insulin pump alarmed no delivery. It was discovered that the customer was not pressing the act button to deliver her blouses. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.